Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), elective replacement indicator (eri) triggered after two years of use. When interrogating the ipg before replacement the device indicated remaining longevity is 11 years. Review of device data indicated longevity was too short. All diagnostic information has been deleted which is indicative for an electrical reset. After the electrical reset the battery voltage recovered to 2.78 volts which is above the eri trip level. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.